Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2019-02248

Manufacturer narrative:
Results: a hole was present beneath the strain relief just distal to the hub. The penumbra system jet 7 reperfusion catheter (jet7) was kinked approximately 8.0, 47.5 and 87.0 cm from the hub. The device was stretched approximately 130.5 cm from the hub. Conclusions: evaluation of the returned jet7 revealed the distal tip was slightly stretched and coil winds were offset within the catheter lumen. If a device is manipulated against resistance within the jet7, damage such as these may occur. During functional testing, the jet7 was flushed with liquid and there was no observation of the jet7 expanding on the distal end. Therefore, the reported complaint could not be confirmed. During the same functional test, fluid was observed exiting the jet7 just distal to the hub; therefore, the strain relief was unraveled, and a hole was observed beneath the strain relief. If the device was manipulated at an extreme angle during use, damage such as this may occur. Further evaluation revealed kinks. The hole in the catheter and the kinks were likely incidental to the reported complaint. The neuron max and velocity identified in the complaint were not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery using a penumbra system jet7 kit (kit). During the procedure, the physician made two passes using the penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max) and, a velocity delivery microcatheter (velocity). While attempting to make another pass, the physician noticed the jet7 was unable to aspirate; therefore, it was removed. The physician then flushed the jet7 on the back table; however, the distal segment of jet7 had expanded approximately one inch from the distal tip. The procedure was completed using a new jet7, the same neuron max and, velocity resulting in tici 3. There was no report of an adverse effect to the patient.